Manufacturer narrative:
Consumer stated they experienced a broken veneer. The serial and model numbers of the toothbrush were not provided. Additional contact information not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that one of their veneers broke while using the sonicare power toothbrush. No medical attention was sought.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.